Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. Two 3.50x8mm rx nc trek balloon dilatation catheters and a similar unspecified balloon were advanced to the lesion. During removal, the shaft separated inside the guiding catheter. The separated distal shaft and the guiding catheter were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.